Event description:
While doing leg angioplasty, the physician was using a sterling 5mm diameter balloon, trying to pull the balloon out. The sheath separated where the check-flo hub is attached to the flexor material. The sheath separated from the check-flo. The physician retrieved the separated sheath from the pt. Pt is fine.

Manufacturer narrative:
Event evaluation: still under investigation.